Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. The patient reported the transmitter holder detached from the sensor patch. The patient was working at a concert and was unaware the that the transmitter and transmitter holder had detached from the sensor patch, resulting in not receiving any alerts. The patient was unaware her glucose was decreasing until she lost consciousness. A bystander called emergency medical services who performed a bg (value not provided) upon arrival and treated with patient with IV fluids and IV glucose. The patient regained consciousness, released and not transported to the hospital. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.